Event description:
It was reported that the patient presented in-clinic after receiving inappropriate therapy due to noise. It is suspected that the patient is a twiddler and that the device had been manipulated in the pocket. Lead was explanted and replaced.

Event description:
New information received indicated that upon lead extraction, insulation damage just beyond the yolk was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.